Event description:
During service at zoll, the thermogard xp ivtm system (B)(6) failed functional testing due to a tcmid:05 (coolant diff failure) error message. No patient involvement.

Manufacturer narrative:
During service at zoll, the thermogard xp ivtm system (B)(6) failed functional testing due to a tcmid:05 (coolant diff failure) error message. The root cause of the tcmid:05 error was a malfunctioning lm34 a/b temperature sensor, likely attributed to the device's aging. The thermogard system was manufactured in 2015 and is eight years old, past the expected serviceable life of five years. Upon visual inspection, no physical damage was observed. The thermogard system failed the functional testing due to a tcmid:05 (coolant diff failure) error message displayed during the slew rate test. The lm34 a/b temperature sensor was replaced to address the tcmid:05 error. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with (B)(6).